Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, ts noted the device had undergone multiple resets. And the firmware log contained some corrupted values. The device remains in service. No adverse patient effects were reported. Additional information was received, this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, ts noted the device had undergone multiple resets. And the firmware log contained some corrupted values. The device remains in service. No adverse patient effects were reported.